Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00603, same issue and user facility, different unit.

Event description:
It was reported that the sternal saw does not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported issue was confirmed. The service repair technician (srt) observed that the cable retainer, spring and ball bearing from customer saw motor were missing. The product will be brought to the manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.